Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced an overdose of morphine following a new pump and catheter implant. The pump was mistakenly programmed to deliver 2.0 mg/day rather than the planned 0.2 mg/day dosing. It was reported that the patient almost died and that her blood pressure was so low that she could not breathe. The patient was directed by her physician to the ER for the overdose and the pump was stopped. The patient required hospitalization. Following the pump stop the patient experienced back pain and chose a new physician to manage her pump, although the new physician could not see her until (B)(6), 2012.